Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported on (B)(6) 2004 that her one touch ultra meter had a power issue. The meter would not turn on when the power button was pressed. It was verified that she was using the correct test strips and that the batteries were installed correctly. The batteries were last replaced less than one year ago. She did not receive any medical attention or treatment. There is no further clinical info provided. However, this case is reported as a meter malfunction since the power issue was resolved.